Event description:
It was reported that the itrak 3500l system will not track. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the tracker, transmitter, transmitter cabling and both receivers. The system was tested and found to be working as intended, and placed back into service.